Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient advocate that the patient went into an arrest during the procedure and was concerned that the right ventricular (rv) lead may have been damaged by the physician when moving it from one side of the patient's body to the other, thus causing the patient to go into an arrest. The patient advocate stated the patient has been in the intensive care unit at the hospital for 40 days and acknowledged that the pacemaker was currently working appropriately. The field representative clarified that the rv lead was not damaged during the procedure and noted that during the procedure the patient went asystolic while the physician was manipulating the right ventricular (rv) lead. The lead was then taken out and the patient went into cardiac arrest. A code was called and the patient was stabilized. Another physician was called to complete the pacemaker implant. That physician attempted to gain access on the left side, but was unsuccessful. It was noted that the rv lead not in the patient body at that time. The physician was successful at implanting the pacemaker on the patient right side without issue. The rv lead and ra lead were tested on the pacing system analyzer (psa) and thru the pacemaker with acceptable numbers. The procedure was completed with no further complications and the system was checked again the following day with no issues and normal function. The field representative noted that the patient rhythm prior to implant was third degree heart block.